Event description:
The customer reported that the plug in the wall socket was starting to burn. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The device was received for investigation where upon visual inspection, it was found that the neutral line of the plug was open. An x-ray was then taken of the plug where it was confirmed that the neutral wire was broken at the crimp connection. This open in the wire caused an electrical arc, which generated heat, melting the over molding and created flames the customer witnessed during use. It was additionally confirmed that the wire was properly crimped. The wire strands were still visible in the crimp connector. The break was most likely due to stress on the cable. It was concluded that during use, the crimp connection of the neutral wire was fatigued and eventually caused an open circuit. Resulting in an electrical arc generating enough heat to burn the over molding of the ac mains plug. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin, respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. Although there was no adverse event associated with this incident, if a plug was to arc and cause a fire during use, it could lead to serious injury or death, therefore baxter is reporting this malfunction.

Manufacturer narrative:
The device has been requested to be returned for inspection. A final report will submitted upon completion of the investigation.

Event description:
The customer reported that the plug in the wall socket was starting to burn. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).